Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio iq meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 4.19pm. The patient alleged obtaining inaccurate erratic results of ¿472, 465 and 142 mg/dl¿ with the subject meter. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for precision. The patient manages her diabetes with pills, diet and/or exercise. The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged on (B)(6)at 4.19 taking 1 pill of glyburide. The patient denied developing symptoms as a result of the issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The test strip vial was not found to be cracked or broken and the complaint handling system did not find the lot number to be suspected counterfeit. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.